Manufacturer narrative:
Analysis of the whole unit could not find or duplicate what the consumer had reported. After a full 20 minute cycle, we could not generate a shock of any kind. It is unknown what happened or if there was something wrong. The unit worked for us.

Event description:
The user reported that the unit caused a shock.